Event description:
It was reported the patient did not charge the ipg as instructed by the manufacturer resulting in the ipg becoming inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient reported failing to charge their ipg to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced. Surgical intervention resolved the issue.